Manufacturer narrative:
Correction: upon review of the complaint, it has been determined that the product is the cartridge.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, there was one unexplained loss of prime observed in the black box. The force reading was zero. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the force sensor was detecting the correct for. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no damage found to the force sensor circuit.